Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited loss of capture (loc) on the left ventricular (lv) lead. Technical services (ts) reviewed and suggested to evaluate this further on the clinic. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.